Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the small battery drive device and the reported condition was confirmed. The assignable root cause for the broken ecu and motor, and no function was determined to be due to premature wear. The assignable root cause for the sticky trigger was due to improper reprocessing. A review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition. UDI (B)(4).

Event description:
It was reported from switzerland that during service and evaluation, it was determined that the small battery drive device had no function, the electronic control unit (ecu) and motor were broken, and the device had a sticky trigger. The device was visually inspected as received and it was found that the device passed visual inspection. It was further determined that the device failed pretest for check for sticky triggers and check the function of the device. It was noted in the service order that the device did not work properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2023. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.